Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During implantation, surgeon decided components where not in the right position so opted to remove them and replace with new ones as taper wasn't engaging - user error. No ae to patient. (Unknown jrn = (B)(4), locking screw 34mm/lot # unknown/product discarded). Doe: (B)(6) 2018.

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary examination of the affected products was not possible because the products were not returned. Based on the investigation performed no product problem was identified. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.